Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly the customer continued to use pump for insulin therapy. Additionally, it was reported that the cartridge was intermittently leaking from the o-ring. Customer loaded a new cartridge to address the issue. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer delivered a bolus via the pump to address bg level.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.